Event description:
It was reported that the pt was scheduled for prophylactic generator replacement. During surgery, it was noted that there was high impedence present with the old generator. Once the lead pin was cleaned and a new generator was attached, diagnostics were within normal limits. The surgeon noted that the lead pin area was "a little messy" which may have been causing the high impedance. The pt had complained of painful stimulation at the generator site, and after surgery, the pt no longer had pain with stimulation. Explanted generator was returned to the MFR, but analysis is pending. Attempts for further info have been unsuccessful to date.